Manufacturer narrative:
The device was returned undeployed. Download data shows the device was received in pod state 15 indicating the device was deactivated before priming could be initiated. It is unknown how the device entered pod state 15 prior to delivering any pulses, however this issue prevented the device from activating and deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 333 mg/dl. The needle mechanism did not fully deploy as intended during activation. The pod was not worn.